Manufacturer narrative:
Device is being returned for fur investigation. No device malfunction has been confirmed.

Event description:
Customer reported that the dpm 6/7 monitor did not display waveforms or numerics which may have affected pt monitoring. No pt injury was reported.